Event description:
It was reported that the anesthesia system generated a technical failure indicating that no gas from the oxygen gas module was delivered. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been finalized. Our field service engineer investigated the anesthesia system on site. The reported failure was reproduced, and it was found that the o2 fresh gas module was faulty. The o2 fresh gas module was replaced and returned for investigation. Technical investigation performed on the received o2 fresh gas module could not reproduce any failure. The module was tested during long term, the system checkout has been performed several times before, after and during the test time. No alarms or deviations occurred during the test period. Evaluation of the logs confirm that the technical error indicating a power failure, too low supply voltage to the o2 fresh gas and reflector gas module, was generated. The system checkout performed after the event failed due to that no gas was delivered from the o2 fresh gas module and reflector gas module. Our conclusion, based on the field service engineer findings and the evaluation of the received device logs, is that the replaced o2 fresh gas module was the cause of the reported failure. The root cause of the o2 fresh gas module failure has however not been determined.

Event description:
Manufacturer's reference number: (B)(4).